Manufacturer narrative:
It is unknown if the device will be returned to (B)(4) for evaluation. The area rep has been contacted 4 times to obtain this information, but no response has been received to date. A query was also sent to determine if the stent was deployed. However, no response has been received to date. As the device has not been received, the cause of this complaint could not be conclusively determined. However, from the information provided, the customer stated that "nurse had removed safety wire prematurely prior to the release of the stent." The most likely root cause of this complaint is user error. With the information provided a document based investigation was carried out. The customer complaint was not confirmed as the information provided and reviewed signifies user error. Prior to distribution, all evo-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for the evo-10-11-6-b device of lot number c1173555 revealed no discrepancies that could have contributed to this complaint issue. Patient outcome was requested, however no response has been received to date. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The evolution stent did not release from the introducer although the safety wire was fully removed. Nurse had removed safety wire prematurely prior to the release of the stent. It is not clear whether the stent was released and is still in the patient because the endoscope and device introducer were pulled out of the patient. Stent is not visible in the introducer. FDA MDR report required ¿ event meets reporting criteria based on the malfunction precedence for this device family for a deployment issue resulting in the exposed stent being removed from the patient with the delivery system.